Event description:
Catheter came apart at the cuff and became an open line on the patient.

Manufacturer narrative:
The complaint of a detached luer (from crimp collar) was confirmed and the cause is likely user related. The product returned for evaluation was a 4.2fr broviac catheter segment. The luer hub was disconnected from the clamping oversleeve, and the crimp collar remained firmly attached to the oversleeve in the intended location. A 0.3 segment of catheter protruded from the clamping oversleeve region. Tactile evaluation revealed tensile weakness in the catheter segment which would have made contact with the luer keyway. Tensile catheter weakness was also observed just distal to the clamping oversleeve. The critical dimensions of the luer and crimp collar were found to be within specification. The luer and crimp collar were successfully mated, and exhibited no sign of incorrect interface. The tensile catheter weakness is indicative of a tensile (pull) event which caused the luer to disconnect. The failure features were reproduced on a non-complainant sample by attaching a syringe to the luer and pulling between the syringe and engaged clamp. No evidence of a manufacture caused issue was observed during the course of the evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.